Event description:
It was reported that the subject device had dents in lens shaft. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. Corrected field: d4. The device was returned to olympus for inspection and the reported failure was confirmed. Cause is traced to component failure. In addition, the following reportable malfunctions were identified during the device evaluation: distal fibers breakage, dents on distal frame and edge, cracked objective lens, dents and bents on outer tube, cut on light guide cable and obstructed image. Based on the results of the investigation for the newly identified malfunctions: cause is traced to component failure. It is likely the cracked objective lens led to the obstructed image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.